Event description:
It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The blood glucose had been high for three to four hours and was treated with insulin via pump.

Manufacturer narrative:
E1: (B)(6) . Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.